Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the event may be related to the mechanisms described above.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
It was reported through the implant patient registry that post valve-in-ring procedure (29mm sapien 3 valve in 32mm 4900 ring) in the tricuspid position, the patient's echo showed severe tricuspid paravalvular regurgitation. A 22mm st. Jude aso closure device was implanted to reduce the pvl.